Manufacturer narrative:
D4 medical device lot #: additional lot number 328648 was reported, however, this is not a lot number manufactured for the reported catalog number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of the sample. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of the sample. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: unknown lot number. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: material#: 366881, lot/batch#: 3135008. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no gel defects were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Material#: 366881, lot/batch#: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.